Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited out of range shocking impedance measurements in all vectors which were greater than 200 ohms. Defibrillation threshold (dft) testing was performed to assess the system and shock delivery was unsuccessful. The system remains in service and the patient has been referred to a specialist as the patient has congenital issues. No additional adverse patient effects were reported.